Event description:
Customer's mother reported that the customer insulin pump is malfunctioning. Caller stated that the insulin pump delivers less insulin that it was programmed to be deliver. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.